Event description:
Reportedly, the balloon ruptured and remained in the patient during a procedure on the tibial artery. The condition of the vessel material (whether adherent or soft) was not reported. It was further reported that an attempt to retrieve the balloon with a second catheter was unsuccessful. No patient complications were reported as a result of this event.